Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova field service representative dispatched to the facility and was able to confirm the issue. The stirrer motor and the distribution board were replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to a bearing damage due to environmental conditions in which the stirrer motor operates. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase could have contributed to the reported failure. This defect likely damaged also the distribution board.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was giving an error code associated to the stirrer motor during priming. There was no patient involvement.